Manufacturer narrative:
Physio-control evaluated the device and observed that it would not recognize that paddles were connected to the device. Physio replaced the device's therapy pcb assembly and then observed proper operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Found during testing. According to the reporter, the device alarmed therapy leads off and would not operate properly. There was no patient use associated with the reported event.